Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was returned to kimberly-clark for analysis. Visual inspection shows the sutures still attached to the suture locks; however, the fasteners were no longer attached. Visual analysis of the suture ends could not determine how the suture separated along its length. We are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "threet-fastener sutures broke during deployment. There was no injury to the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).